Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: a review of the usage of the device history revealed no related quality notifications. Photo sent to stopper manufacturer at bd sumter. Conclusion: the sumter investigation indicates that the pad on the die trim was pulled up and caused the stoppers on the next punch to be chopped. This is addressed in the die trim operators standard operating procedure. There will not be a CAPA opened at this time. We will monitor these defects for tracking and trending purposes.

Event description:
It was reported that bd vacutainer® brand tube with dipotassium edta leaked blood during collection when the tube was mixed. No serious injury, medical interventions, or mucous membrane exposure were reported.